Manufacturer narrative:
The device was returned intact and functional with light yellowing; the device weighed 3.0g over specification. Updated d8 & d9.

Event description:
Capsular contracture baker grade IV left side.